Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of both cartridges. On the first cartridge we found a broken off end. Furthermore we made a visual inspection of the fracture surface. Additionally, we found a swollen surface. Next we investigated the second cartridge. Here we found a broken ending and also made a visual inspection of the fracture surface. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to ba according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a production error or material defect can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. According to the manager of plastic technology the swelling is not a production error. We assume that the swelling has been caused by chemicals during reprocessing for the investigation. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the tip of the cartridge broke without force during surgery. The broken piece remain in the patient's body. It was reported that there was a fifteen minute delay in surgery.